Event description:
It was reported that pca cup was loose, it was implanted over 20 years ago. The stem ((B)(4)) was well fixed. The surgeon removed the cup and head and replaced with (B)(4) screws. The case was uneventful.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.